Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No button error or excessive no delivery alarms were noted.

Event description:
The customer called to report that the insulin pump was giving him no delivery alarms during the basal rates. The customer also reported a button error alarm during normal use. The customer stated that no buttons were pressed for more than three minutes. After troubleshooting, the customer began feeling sick, and gave the phone to his fiance'. The customer's blood glucose at the time of the call was 436 mg/dl, and she stated that she would be taking him to the hospital. Advised the fiance' that the insulin pump would be replaced. Nothing further was reported.